Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no faults upon arrival. The fse ran the hardware test application (hta) and confirmed that door five appeared to open properly. Additionally, the fse removed the latch column, cleaned it, and tightened the connections on latch 5. The fse then tested the door in hta several times. The system functioned as intended when the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 5 failed and was able to be recovered, but it became a recurring issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.